Event description:
A percutaneous endoscopic gastrostomy was being done on the patient in the surgical intensive care unit. The egd (esophagogastroduodenoscopy) had been completed, and the site had been selected, and the puncture had been completed, and the guide wire had been deployed with one end leaving through the anterior abdominal wall and the other end coming out of the mouth. The 24 french push gastrostomy tube was then inserted over the guide wire through the mount and pushed over until the end was seen coming out of the puncture site on the anterior abdominal wall over the guide wire. Traction was then applied to get the tube to pass through the anterior abdominal wall. The gastrostomy tube is made out of two parts connected with a plastic connector. When passing the connector through the abdominal wall the two portions of the tube became separated one part inside the patient and the other outside the patient. Fortunately, the guide wire was in place and the outside and inside portions were retrieved and the guide wire was used to pass tube made by other manufacturer to complete the procedure. The product has a design flaw.